Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 3487a, lot # l19954, implanted: (B)(6) 1992, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1992, product type extension. (B)(4).

Event description:
It was reported that there was an implantable neurostimulator (ins) overdischarge suspected. Telemetry issues were reported. It was reviewed starting a physician mode recharge (pmr), which was performed. The patient was non-compliant and stated it had been a long time since his last stimulation. The patient was unable to identify a specific time period. Additional information received reported there was an end of service/end of life (eos/eol) message on the clinician programmer. This occurred on (B)(4) 2015. The patient had been taught to do physician mode recharges (pmr¿s) on their own pe6 the manufacturer representative (rep). It was recommended that the manufacturer representative (rep) could check impedances and get programming off the implantable neurostimulator (ins) if it had enough charge in it. It was noted that there was a lack of telemetry with the implantable neurostimulator (ins) (B)(6) 2015. The symptoms the patient was having was no stimulation. The type of battery depletion was an eos. The device had not been explanted and/or replaced and it was unknown when. The patient was in continuous mode. The patient was not receiving therapy at the time of the report. Further information regarding interventions or actions planned and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3487a, lot# l19954, implanted: (B)(6) 1992, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension.

Event description:
Additional information from the manufacturer representative (rep) reported that they spoke with the patient and the patient stated that their implantable neurostimulator (ins) was dead. The patient had been trying to get it replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported he had pain. However, the patient also reported he did not have pain due to pills. Though, the patient also noted he was not taking pills. It's unclear if the patient had pain and was taking pills. The patient was still looking to have his spinal cord stimulator replaced.